Manufacturer narrative:
(B)(4). Concomitant medical products: catalog ID#: 15-105056, m2a 1 pc shell 38mmx56mm, 963880. 103206, taperloc por fmrl 12.5x145, 621600. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02264. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported patient underwent a left hip revision approximately 10 years post implantation due to pain, difficulty walking, decrease in adls, and increase in metal ions. During the procedure, large fluid was encountered, appeared to be metallosis. Instability of the shell was noted once scar tissue was removed. Also noted, large cavity defects behind the shell, superior bone was poor quality and very thin from lysis. Stem in good position and stable with anteverted neck. The cup and head were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected h6 component code: mechanical (g04) - head complaint was confirmed via medical records and radiographs that were reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.